Event description:
It was reported that during the implant procedure, the left ventricular leads "could not get in". The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found, however, blood was observed in/on the helix/lobe mechanism, blood/body fluid on the outer tubing overlay, and blood/body fluid in the distal conductor. (B) (4) the full lead was returned and analyzed. No anomalies were found, however, the distal conductor contained blood/ body fluid. (B) (4) the full lead was returned and analyzed. No anomalies were found, however, the distal conductor contained blood/ body fluid.